Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts." (B)(4).

Event description:
Report was received that patient underwent left total hip arthroplasty and subsequently formed a mass on her left hip. Additional information received indicates the total hip arthroplasty occurred on (B)(6) 2002. There has been no revision procedure reported to date. No further information has been provided.